Event description:
In (B)(6) 2009, microperforation was suspected due to poor measurements. The lead was repositioned. After a second reposition, measurements and impedances were still poor. The patient saw another physician. The lead exhibited noise, low impedance, poor capture and sensing. CT and echo indicated the lead was in the pericardium and completely disconnected from the distal tip. The lead was extracted except for the tip remaining in the patient. The patient was doing well.

Manufacturer narrative:
Analysis confirmed that the distal coil was fractured. The helix housing was missing. The lead exhibited normal electrical characteristics. A lead tip stiffness test could not be performed, since the helix housing was missing. The cause for the distal coil fracture could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported an issue with their freestyle flash blood glucose monitor which suggests the memory overwrite malfunction has occurred. There was no report of death, serious injury or third-party medical intervention. However, customer did report the following symptoms: "weakness and (felt) sweaty". She reports self-treating with candy and dinner.